Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint showed no signals to indicate the presence of air in the return saline line at the conclusion of prime. The prime sequence was executed normally with no alarms. And, the return line air detector (rlad) was found to be functioning normally and never saw air throughout the duration of the prime substate. The operator proceeded to end the procedure at the conclusion of prime; therefore, no patient or donor was ever connected. Air can be pulled into the system via the saline line if the drip chamber is not properly primed or spiked in the saline baif air is pulled into this line during prime, it is typically either expressed back into the reservoir into the vent bag or pushed back into the saline bag during prime divert. To avoid the possibility of drawing air in, the operator should ensure the saline line is properly spiked in the saline bag and the drip chamber is fully primed with saline. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after priming of the disposable set, they noticed air in the saline return line. No alarm was received. Patient information is not available at this time. Patient outcome is not available at this time. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The set was checked for missing parts, defective parts, mis-assemblies and occlusions. No issues with the set were observed.

Manufacturer narrative:
Investigation: per the customer, the operator had to do the priming in a hurry, so the saline needle may not have been fully inserted into the saline bag. Investigation is in process. A follow-up report will be provided.

Event description:
The operator ended the procedure at the conclusion of priming. No patient was ever connected, therefore there is no patient information reasonably known.

Manufacturer narrative:
This report is being filed to provide correction: terumo bct sales representative followed-up with the customer and the user interface issue was explained.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the air in the return saline line as experienced by the customer. Root cause: per the statements from the customer, the likely root cause is a user-interface issue where the operator did not spike the saline bag properly and fully prime the drip chamber.